Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced decreased performance. The recipient underwent revision surgery to reinsert the electrode array. The recipient's device was reactivated.

Manufacturer narrative:
(B)(4). Advanced bionics considers investigation into this reportable event. The recipient remains implanted. This is the final report.